Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an incidence of trauma that effected the implant site. Subsequently, in an attempt to remove the abutment, the patient experienced a loss of osseointegration resulting in fixture loss. The patient underwent revision surgery to place an abutment on the sleeper implant (date not reported).